Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
On (B)(6) 2025, a procedure was performed to reinforce tissue coverage. A skin flap revision was performed on (B)(6) 2025, due to persistent healing defects. Despite these reconstructive measures, recurrent cutaneous dehiscence occurred resulting in the exposure of the right implant on (B)(6) 2025.

Event description:
On (B)(6) 2025, a procedure was performed to reinforce tissue coverage. A skin flap revision was performed on (B)(6) 2025, due to persistent healing defects. Despite these reconstructive measures, recurrent cutaneous dehiscence occurred resulting in the exposure of the right implant on (B)(6) 2025.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device though the skin. Reportedly the recipient underwent a skin flap revision surgery twice before explantation surgery, however the skin dehiscence re-occurred. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Further diagnostic imaging confirmed that the active electrode migrated partially out of cochlea. This is a final report.